Event description:
Event description guidant received information that shortly following the implant of this pacemaker loss of capture was reported. Interrogation revealed the device was in reset mode. The device was not utilized and will be sent back for laboratory analysis.